Event description:
A report was received that a patient was having difficulty charging. The physician assessed that patient's pocket site and determined that the patient's pocket site was too deep making it difficult to charge. The physician chose to replace the ipg. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.